Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a motor vehicle accident while low in auto mode. The customer's blood glucose level was unknown. The customer did not provide details regarding symptoms and treatment of their low blood glucose episode. Customer stated that the insulin as sensor glucose was dropping quickly. The insulin pump will not be returned for analysis.